Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the scs trial procedure the patient was unable to stay still on the table. In turn, the trial procedure was abandoned due to patient's safety reasons.